Manufacturer narrative:
Correction: please note that patient code(B)(4) has been replaced with patient code (B)(4) at this time due to the additional information that was received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the surgeon suspected an infection because the ¿tissue around the lead looked as if it may be infected.¿ it was noted that lab testing confirmed a staphylococcus aureus bacterial infection. The patient was doing well at the time of follow-up and was ¿not keen¿ on being re-implanted.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: 0213850764, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s lead had moved for an unknown reason. X-ray imaging was performed and confirmed the lead had moved. The patient was booked for a lead replacement as a result of the issue; however, during the procedure, the surgeon suspected that there may be an infection present. The patient¿s entire system was explanted as a result and the lead and implantable neurostimulator (ins) were sent off to a lab for testing in order to determine which antibiotic type would be appropriate to administer to the patient. It was noted the patient did not have an implant at the time of report and that the issue was considered resolved. There were no further complications reported or anticipated.